Event description:
During a thunderstorm, the lights became unusually bright, then went off approximately 5 seconds. When they came back on, the monitor was smoking. It was immediately disconnected from the patient and then the wall. This patient is a trauma patient with burns on 63% of her body. The monitor was being used for heart pressure, blood pressure and EKG readings. A new monitor was immediately put on the patient and she seemingly suffered no ill effects. No other monitors were affected on the burn unit when the power was restored. The bio-med department has found a melted component in the monitor, but has not yet determined the cause.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, none or unknown, integrated circuit board. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.